Event description:
It was reported to philips that the customer was unable to perform the geometry movements. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, planned procedure was performed by the customer when the issue occurred, and the procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system on site and confirmed that geometry movements were not available. Review of the system log file confirmed the malfunction as there was error in application and the system was not able to communicate with geo pc and sid was unknown and no movements were available. Upon troubleshooting, fse restarted the system and still the issue persisted, and the geometry interface board was identified as potentially faulty. Fse also replaced the network switch and geo pc still the error persisted and revealed complications with both the swivel drive and the amc height drive. To resolve this issue, fse replaced the sib box, node interface unit and dcps (direct current power supply) and multiple amc drivers and calibrated the system. The defective power supply, node interface unit and sib box were returned to philips for analysis and the cause of the dcps failure was due to electrical defect. The cause of the node interface unit and sib box failure could not be conclusively determined by the supplier's part analysis. After replacement, the system was returned to use in good working order. The codes were updated based on investigation outcome.